Manufacturer narrative:
According to the customer, approximately 75 patients were treated since the event, with no noticable problems encountered. The patient's stone was previously treated in 2009, at the right upj with 4000 shocks at 4.0 power level, 3.4 power level average with total energy of 185.25 with poor results. Because of this and other poor results, steps were initiated to determine the effectiveness of the shock head. The shock head was replaced just prior to the patient's second treatment the following month.

Event description:
It was reported that immediately following a lithotripsy procedure, a male patient developed a perforated bowel which required surgical correction (small bowel resection), performed by md. The lithotripsy treatment was for a 7x8 mm stone in the right mid-ureter. Service checked the unit, and no causal relationship between the event and the device could be found.